Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia. It was reported that patient underwent mesh revision (B)(6) 2013 along with cystoscopy, transvaginal urethrolysis and harvest of fascia lata. No additional information was provided.